Manufacturer narrative:
On 1/4/2021, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. Summary: it was reported that a patient underwent cardiac ablation procedure for premature ventricular contraction (pvc) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Following ablation of a pvc in the right ventricular outflow tract (rvot), it was noticed that the blood pressure decreased to 70/30mmhg. A pericardial effusion was noted via intracardiac echo ice (soundstar), and a pericardiocentesis was successfully performed. Approximately 240 ml of fluid was drained, and no more fluid accumulated. The blood pressure went back to normal almost immediately (120/70mmhg). The procedure was completed at this point and there were no further complications as of this report. The patient recovered as per the physician after extra hospital stay. Device evaluation details: the device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30422835l number, and no internal actions related to the reported complaint condition were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for premature ventricular contraction (pvc) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Following ablation of a pvc in the right ventricular outflow tract (rvot), it was noticed that the blood pressure decreased to 70/30mmhg. A pericardial effusion was noted via intracardiac echo ice (soundstar), and a pericardiocentesis was successfully performed. Approximately 240 ml of fluid was drained, and no more fluid accumulated. The blood pressure went back to normal almost immediately (120/70mmhg). The procedure was completed at this point and there were no further complications as of this report. The patient recovered as per the physician after extra hospital stay. The event occurred post use of biosense webster products after ablation. In the opinion of the physician the cause of the event was patient¿s condition. Force was visualized with dashboard and vector. No transseptal was performed. There was no evidence of steam pop. Standard irrigation settings were used. No error messages observed on biosense webster equipment during the procedure. Since cardiac tamponade may be life threatening it is MDR-reportable.